Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump buttons did not work. The customer reset the insulin pump and it alarmed for a button error. The blood glucose reading was 250 mg/dl. The customer declined troubleshooting for high blood glucose.